Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 348 which was not reproduced. System error 348 was confirmed through review of the event history log. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 348. Any patient involvement, injury or medical intervention is unknown.